Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the drive train motor brake assembly air gap of the autopulse platform (B)(6) was too wide (out of the specification) and could not be adjusted, due to a failure of the drivetrain motor. The autopulse platform passed the initial functional testing without any faults or errors. However, during the drivetrain motor brake gap inspection, it was observed that the motor's brake gap was too wide and could not be adjusted back into specification. The drivetrain motor was replaced to remedy the issue. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final test without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse platform with (B)(6).

Event description:
During preventative maintenance (pm) performed at zoll, the drive train motor brake assembly air gap of the autopulse platform (B)(6) was too wide (out of the specification) and could not be adjusted. No patient involvement.